Manufacturer narrative:
Product complaint # (B)(4). Event date unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a gastrectomy procedure, the patient had a blood transfusion. Events were reported as part of a retrospective chart provided by surgeon. No other information is available.